Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#1627487-2016-02063. It was reported the patient lost stimulation after which time she discontinued use of the scs system for approximately 9 months. Reportedly, both leads migrated out of the epidural space. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the physician explanted and replaced one of the two leads. The second lead was repositioned. Postoperatively, stimulation was restored. The issue is resolved. Note :both leads are being reported as it is unknown which lead was explanted.